Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The loop pds suture was given to the surgeon to close the hip tissue. Halfway through the suture line, the needle broke in half. The surgeon was able to retrieve the needle end from the wound. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - please provide lot number >they didn¿t retained the product so we are unable to get the lot number. The following information was requested, but unavailable: - was there any additional tissue damage as a result of searching for the needle piece? - please provide procedure date - patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned